Event description:
Additional information was received on (B)(4) 2013 when the physician reported that the date of death is unknown but that the patient's death had no relationship to vns. It was stated that the patient passed away due to mitochondrial encephalopathy. The physician indicated that the patient was receiving vns therapy at the time of death but the patient's battery had expired on (B)(6) 2012. The patient had a history of nocturnal seizures and the patient's seizure types were 2nd generalized seizure and complex partial seizures. The patient has never undergone resective surgery. The patient does have a history of cardiac or respiratory problems that were noted to be a mitochondrial disease. The patient was taking clonazepam, sabril, clobazam, "pb", and vimpat at the time of death. According to the department of vital records in the state the patient passed away in, the manufacturer of the patient's medical device is not eligible to obtain a copy of the patient's death certificate.

Event description:
It was reported that a patient passed away while at the hospital after being admitted for status in (B)(6) 2012. The patient had just had a generator replacement due to end of service on (B)(6) 2012. The death was said to be due to "seizure related events", however the date of death is currently unknown. Attempts for additional information are in progress.

Event description:
On (B)(6) 2015 it was reported that the patient has not passed away and is still alive.